Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported via clinical trial that a subject experienced an event of moderate thrombosis requiring surgical intervention to prevent life-threatening injury. The event was considered to be target lesion related, not related to study procedure, and probable related to study device.